Event description:
It was reported, the implantable neurostimulator (ins) was setting off fire alarms at a school. A reprogramming was attempted to better benefit the patient. It was stated that there was some shocking sensation as programmed. Approximately two weeks later, it was reported an impedance test revealed some high, out of range results. An x-ray was planned to view the lead. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: extension.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension; product ID, 7434a lot# serial# (B)(4), product type programmer, patient; product ID, 3587a lot# l34037, implanted: 1994 (B)(4), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was implanted with new leads and a device. The old device and extension were explanted and the old lead remained because it was a surgical lead and could not be removed.